Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the bent outer tube and the dent in the outer tube indicate a massive impact on the outer tube caused by a collision or a fall. The broken lens in the optical system is a result of the damaged outer tube. The scratched eyepiece funnel indicates excessive force, possibly caused by a collision with other instruments during use. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid endoscope telescope had a broken lens. It is unknown how the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.